Event description:
It was reported that the longevity of this implantable pacemaker device had dropped from 7 years to 5 years to explant. This device remains in service. No adverse patient effects were reported.